Manufacturer narrative:
(B)(4). Unit received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, and current measurements or verify unexpected battery power loss due to display anomaly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer received a low battery alert prior to the replace battery alert or replace battery now alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.